Manufacturer narrative:
Approximate age of device ¿ 5 years 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2013. It was reported through patient outcome that the patient was expired due to stroke. Additional information was requested but not provided.